Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire had trouble advancing in the vessel due to lesion characteristics. Imaging revealed the dissection limiting flow past the proximal ica. The physician elected to convert the procedure to cea.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire had trouble advancing in the vessel due to lesion characteristics. Imaging revealed the dissection limiting flow past the proximal ica. The physician elected to convert the procedure to cea.

Manufacturer narrative:
Complaint investigation is completed.